Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had a reservoir that leaked past both o-rings. The customer stated that she noticed the leak after she had changed her infusion set and was attempting to prime. The customer also stated that she had received a no delivery alarm. Nothing further was reported.